Event description:
In late 2008, the patient reported experiencing an e7 (electronic) error on her infusion device while in the run mode. She stated that she did receive the a2 (low battery) warning and she changed the battery immediately. She was unable to clear the error and her blood glucose elevated to 300 mg/dl. To lower her blood glucose, she injected insulin via syringe. She stated that the infusion device had not been in contact with water or an electromagnetic field. To troubleshoot, the patient was instructed to disconnect from her infusion site and to remove and reinsert the battery. The infusion device powered on and produced the 37 when placed in the run mode. The patient was instructed to insert a new battery with the same results. Upon follow up with the patient five days later, she stated that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.